Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a sternum infection. The patient had a sternal washout and wound vacuum-assistive closure was placed. The plan was to take the patient back to the operating room for a sternal washout again. The patient was subsequently listed for transplant and the device was explanted on (B)(6) 2020. After the transplant the patient was in-patient and stable. The device operated as expected. The patient was not implanted with another mechanical circulatory support device. It was noted that the device was disposed of at the healthcare facility.

Manufacturer narrative:
Section d7: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.